Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to the ca boar was damaged causing the main battery traces to be open. The root cause for the damaged ca board could not be positively identified. No adverse event resulted from the damaged monitor.